Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instruction for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper placement and migration. Also, when multiple endoprostheses are used to compensate for aortic taper or treatment length, overlap by at least 5 cm is required if overlapping devices of the same diameter. Additionally, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infarction and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Also was involved tgu313115j/20004994, UDI# (B)(4).

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. Reportedly, the patient's aorta was "shaggy", and the left subclavian artery was occluded by a python catheter during the procedure. During the deployment, the first endoprosthesis (tgu313120j/19947044) moved distally approximately 1 cm. The cause of the device movement is unknown. The second endoprosthesis (tgu313115j/20004994) was deployed as a distal extension and it unexpectedly was positioned more proximal to the first endoprosthesis. No adverse issue related to the unexpected positioning of the endoprosthesis occurred, and no further treatment was needed. The procedure was concluded. It was also reported that, though occlusion of the left subclavian artery with the python catheter was attempted, rupture of a balloon of the catheter occurred two times during the procedure. It was reported that after the patient awoke from anesthesia, the patient spoke inarticulately. Cerebral infarction was suspected, and magnetic resonance imaging (MRI) was performed. It showed that a little blood clots scattered to the cerebral artery. Also, paraplegia was confirmed, and the patient was not able to move the legs. The patient is monitored. According to the physician, the rupture of the python balloon might have contributed to infarction, but symptom of the infarction was mild. However, the symptom of the paraplegia was serious. The physician wondered if the treatment length was too long.